Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitreoretinal surgery, tip of an ophthalmic forceps broke off in patients eye. It was removed from the eye and surgery was completed with an alternate forcep. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The investigation is completed based on the sample evaluation outlined below. The returned instrument was received in outer blister, covered with the tyvek lid foil showing the lot information. The inner blister which protects the instrument during the shipment, was not used. The product evidently shows macroscopic signs of damage, namely that the forceps arms are broken off and the tube is significant bent. One of the forceps arms was in a foil bag in the blister, the second one was missing. The instrument was visually inspected with the aid of a photomicroscope under various magnifications. The fractured surface on one of the stumps does not show any abnormalities that would indicate a root cause for the breakage. The other one is bent. Since the instrument was insufficient protected during the shipment from the complainant to the investigation site and the tube deformation and that both forceps arms are broke off, is not described in the initial report, it is assumed that these damages occurred during the shipment. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as external - use error. No actions are required since the defect occurred during use for a purpose not covered by its intended use. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as external use error. No actions are required since the defect occurred during use for a purpose not covered by its intended use, which is communicated in the product's directions for use. The manufacturer internal reference number is: (B)(4).